Manufacturer narrative:
(B)(4). D10: cat# 00620005222 lot# 60166545 shell porous with cluster holes 52 mm o.d. Cat# 00625006530 lot# 60162928 bone scr 6.5x30 self-tap cat# 00625006535 lot# 60177094 bone scr 6.5x35 self-tap. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent an initial left total hip arthroplasty performed. Subsequently the patient was revised approximately 20 years later due to recurrent dislocations, pain, instability, and adverse local tissue reaction. During the revision corrosion was noted and the trunnion was cleaned. Femoral stem and acetabular cup were found to be well fixed. The head, liner, and screws were replaced without complications. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated. Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920 ponce. This report was submitted under MFR: 0002648920 - 2024 - 00265

Event description:
No further information at the time of this report.